Event description:
Alleged when any function is used, it causes the manifold to run and the head hi/low will rise.

Manufacturer narrative:
Upon further investigation, it was found that the facility used the incorrect o-rings when they replaced the head hi/low valve. The facility replaced the valve to repair the bed.